Event description:
The account alleges that the packaging of the device had a hole in it, a breach in the packaging results in incomplete sterilization of the contents. No patient interaction or injury to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.